Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). The device was returned to the factory for evaluation on 01/16/2024. A photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. The clear silicone insulation of both the hot and cold jaws was observed to be intact with no visual defects. The heater wire was observed to be flexed away from the base of the hot jaw and detached from the tip of the jaw. An investigation was conducted on (B)(6) 2024. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. The c-ring was observed to be intact with no visual defects. A microscopic inspection was conducted. The clear silicone insulation of both the hot and cold jaws was observed to be intact with no visual defects. The heater wire was observed to be flexed away from the base of the hot jaw and detached from the tip of the jaw. Based on the photographic inspection, returned condition of the device, and investigation results, the reported failure "material twisted/bent; wire" was confirmed. The lot # 3000341750 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 had a defect in the insulation of the clamping jaws. Heating wire has come loose from the tip of the terminal. Device was replaced with a new device. Harvesting was carried out and completed successfully without delay and without any further problems. No harm to patient.

Manufacturer narrative:
Tw ID#: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.